Event description:
The customer noted multiple results for troponin t stat from this analyzer were higher than the results from a cobas e601 analyzer at the site. The ER manager stated that patient results were high and fewer negative (<0.01 ng/ml) results were being seen. The customer stated 8 out of 9 ER patients results would be 0.02 ng/ml or higher. One patient sample was provided as an example. The initial result was 0.103 ng/ml and was reported outside the laboratory. On (B)(6) 2015, the sample was repeated on the cobas e601 analyzer at the site and the result was 0.089 ng/ml. The sample was then repeated on the cobas e411 analyzer and the result was 0.116 ng/ml. The sample was also tested on a cobas e601 analyzer at another site and the result was 0.08 ng/ml. The repeat result was believed to be correct. There was no adverse event. The reagent lot number was 18070501 with an expiration date of 11/30/2015. The field service representative found the photomultiplier tube voltage was out of adjustment low and the probe wash station was broken which was causing the wash station to touch the probe when washing. He adjusted the photomultiplier tube and repaired the wash station. He ran performance testing which passed and ran calibration and qc which were all within specification. He performed a patient comparison between the cobas e411 and cobas e601 which was good.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).